Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The actual product could not be confirmed since it has not been sent to the shirakawa factory; the investigation was conducted with complaint information. Therefore, the suggested phenomenon could not be further presumed from the information obtained for this investigation. As result of confirming instruction manual, it was found that there are sections related to the phenomenon: instructions. Rhino-laryngo videoscope / olympus enf type vt2. Important information - please read before use. Chapter 5 reprocessing: general policy. Chapter 6 recommended reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection and sterilization procedures. It is suggested that the user facility review the contents of the instructions for use (IFU); in particular, the method of reprocessing for the device according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus. The user facility staff was visited and once again was provided reprocessing in-service, reprocessing training materials for their reference. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the videoscope which was repaired by olympus was returned to the customer after repair and the scope was used in a case without reprocessing prior to use. There were no reports of patient harm.